Event description:
It was reported that during pre-dilatation in the moderately calcified left anterior descending artery, the voyager nc 3.0x15 balloon ruptured at 4 atmospheres during the first inflation. The catheter was withdrawn from the anatomy and a non-abbott dilatation catheter was used successfully to complete pre-dilatation. There was no adverse patient effect and no reported significant clinical delay in the procedure. Reportedly, the device was not prepped prior to use per the voyager nc instructions for use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. There was no report of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to the procedure. Additionally, as the lesion was mildly tortuous and moderately calcified, this may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt, though this could not be confirmed. Reportedly, the catheter was flushed outside of the body, but the balloon was not soaked prior to use, which could contribute to a balloon rupture. It should be noted that the nc voyager coronary dilatation catheter instructions for use states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. Additionally, during manufacturing, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency. Based on the information provided and without the product to examine, a conclusive cause for the balloon rupture could not be determined. There is no indication of a product quality deficiency.